Manufacturer narrative:
The account discarded the product.

Event description:
It was reported the needle became stuck during a kyphoplasty procedure conducted at the healthcare facility. It was reported the needle was able to be removed and the procedure was completed successfully without a clinically significant delay. There was no impact on the patient and no medical intervention or adverse consequences were reported with this event.